Event description:
The external pulse generator was returned because of a broken ventricular connector. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: at analysis, it was noted that the ventricular connector was broken and the battery contacts contaminated. The main board was calibrated, the battery contacts cleaned, the connector replaced and the device then passed all tests with no visual or electrical anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.